Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 480 mg/dl. Customer was able to load a new cartridge successfully. Customer performed a correction bolus and blood glucose level lowered.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.